Event description:
During laparoscopic ventral hernia repair, the ethicon staplers would not staple into tissue, or would jam in the device or would eject 2-3 staples at a time. The surgeon used 3 different staplers. The third stapler worked as it would and the surgeon completed the procedure without complications. The pt did not sustain any injuries. The staplers were all from the same lot number.